Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt's stimulation was turning off by itself, amplitude bars were not visible, and stimulation would come on by itself randomly. An x-ray was taken and identified a possible fracture in the lead. The lead was revised on (B)(6) 2011, and the sjm representative reported this resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.